Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40, 44, 49, to 55 mg/dl at the time of the incident. The customer was at 383 mg/dl at the time of the call, and wound up at 500 mg/dl when they treated the low. The customer was given glucose tablets, food, soda, apple sauce, and intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the pump passed a self test. The customer also reported an infusion set with adherence issue and a leaking reservoir. The insulin pump will not be returned for analysis.